Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted. Device was received with minor scratched lcd window, cracked reservoir tube lip, cracked belt clip slot, and cracked battery tube threads. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed button error after it was exposed to moisture. Blood glucose value was 3.5 mmol/l. The insulin pump was replaced and returned for analysis.